Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular (av) for analysis. A review of the lot history record identified on manufacturing nonconformance issued to the reported lot that could have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported. The investigation determined the reported hub leak and cracked hub appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The 6 x 100 armada 35 balloon catheter was advanced over the guide wire. Prior to entering the patient the device was flushed at which time there was a visible crack in the hub noted evidenced by a leak. The balloon catheter was removed without issue and a new armada 35 balloon catheter was used successfully for treatment. No adverse patient effect or clinically significant delay in procedure was reported. No additional information was provided.